Event description:
It was reported that during a calculus removal procedure in the urinary duct, the segura basket was unable to close. The procedure was completed with another of the same device. There were no reported patient complications and the patient was reported to be "good" post procedure.